Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain/rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent breast augmentation revision with a 405cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient was having pain and ultrasound confirmed the rupture. As a result, and explant is planned for (B)(6) 2020.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 7356111, and no non-conformance's were identified. During visual inspection of the device, a crease was found on the anterior view. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover any device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on march 12, 2020. The device initially thought to be ruptured, was found intact upon explant. Also, the patient was experiencing baker grade IV capsular contracture of the side thought to be ruptured. This implant was replaced with a 360cc mentor memorygel breast implant. 1. Is product problem- uncheck the mentor failure analysis lab received the device for evaluation on march 20, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).